Manufacturer narrative:
The lead was returned without a reported event. Only the connector portion of the lead was received in one piece for analysis. Visual inspection of the lead found a full breach insulation degradation exposing the outer coil adjacent to the connector boot. Electrical testing did not find any anomalies. All other damages found are consistent with procedural damage.

Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
The lead was returned without a reported event. Only the connector portion of the lead was received in one piece for analysis. Visual inspection of the lead found a full breach insulation degradation exposing the outer coil adjacent to the connector boot. Electrical testing did not find any anomalies. All other damages found are consistent with procedural damage.

Event description:
This report is to advise of an event observed during analysis.